Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the customer experienced ongoing high blood glucose (bg) levels of 600 mg/dl; cause unknown. Endocrinologist assisted with administering correction injection and check customer¿s vitals to address high bg. A system check identified no pump issues, however tandem customer technical support (cts) unable to verify insulin delivery as customer did not want to load a new cartridge. In addition, it was reported that the pump touch screen was difficult to read. Reportedly, customer reverted to manual injections for insulin therapy. Recommendation made to consult health care provider to discuss diabetes management.